Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that during an endoscopic vein harvesting procedure, the light cord broke. The procedure was then completed using a different light cord. The subject light cord was not returned to olympus for eval, as it was discarded after the user facility received a replacement cord. There was no pt injury reported. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report (MDR) in an abundance of caution. Olympus america inc is filing mdrs on behalf of (B)(4) and olympus medical systems corp. Please (B)(4).

Event description:
Olympus received a medwatch that stated, "during the endoscopic vein harvest, the light cord attached to camera and vasoview broke. No injury to pt."